Manufacturer narrative:
Unable to prime the insulin pump during prime test due to moisture damage in the force sensor resistor. The device passed the basic occlusion and displacement test. Unable to perform the excessive no delivery test due to the prime anomaly. A cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.